Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel rupture and dissection). (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a ruptured acute type-b aortic dissection using a conformable gore® tag® thoracic endoprosthesis. A 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/16555132) was advanced from the right side, and the endoprosthesis was successfully deployed. Upon withdrawal of the sheath, the right external iliac artery was ruptured. Additionally, the vessel dissection was revealed in the right external iliac artery. It was reported that resistance was met while the 24-fr sheath was being advanced and a vessel diameter of the right external iliac artery was approximately 7.5mm. Two gore® excluder® aaa endoprostheses iliac extender components were implanted to repair the rupture. Also, the dissected portion of the access vessel was replaced with a surgical graft. The patient tolerated the procedure.